Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were exhibiting high thresholds. The rv lead was reprogrammed. No action was taken on the lv lead. Both leads remain in use. No patient complications have been reported as a result of this event.